Event description:
It was reported that the patient presented to the hospital after not feeling well. The patient was in tachycardia and received atp therapy. The rate decreased but was still tachycardia in the monitor zone. A high voltage shock was eventually delivered. The shock was delayed for about an hour due to how the device was programmed. The hospital made some changes to the programming, and further reprogramming was done at a clinical follow-up approximately two weeks later. The patient was fine after the event.